Manufacturer narrative:
The product is available for evaluation, but has not been returned yet. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the outback device had a sterile pouch seal compromise. The information received indicated that the box was opened and the outback in the 'plastic piece' was pulled. Just before opening, it was noticed that there was a small opening in the seal of the top packaging. The opening in the package was about 1 inch and was on the inner pouch. There was no other damage on the inner pouch. It was decided not to use the device because of the possibility of contamination. The sterile field was not compromised because of the reported event. There was no damage on the outer box. The product was taken out and tested and everything was fine. Pictures of the reported small opening of the seal are not available. There was no report of injury to the patient. One non sterile outback was received coiled in two plastic bags. Original packaging was not received. No damages were observed in the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed since the original package was not received. The cause of the failure could not be determined. There is no evidence that suggest that the failure experienced by the customer is related to the manufacturing process, since all personnel is properly trained in the packaging manufacturing work instructions, and the pouch sealer machine was working properly according to the maintenance records. Therefore no actions will be taken. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
The information received indicated that the box was opened and the outback in the 'plastic piece' was pulled. Just before opening, it was noticed that there was a small opening in the seal of the top packaging. The opening in the package was about 1 inch and was on the inner pouch. There was no other damage on the inner pouch. It was decided not to use the device because of the possibility of contamination. The sterile field was not compromised because of the reported event. There was no damage on the outer box. The product was taken out and tested and everything was fine. Pictures of the reported small opening of the seal are not available.